Event description:
Adverse event(s): "iris prolapse" (prolapse); "zonulolysis" (no code available); "vitreous in a/c" (vitreous fluid, loss of); "eye bleed" (no code available); "elevated iop" (intraocular pressure rise). Product problem(s): "lens came out of cartridge without second haptic." (Detachment of device or device component [haptic]); "lens came out of cartridge without second haptic" (device or device component damaged by another device [injection system]); "improper viscoelastic" (use of device issue [iol (intraocular lens) implant]). A surgeon reported that after insertion of an intraocular lens (iol), it was noticed the second haptic was missing. The surgeon elected to remove the iol. The patient had a shallow anterior chamber and during the removal of the iol, prolapse of the iris occurred, zonulolysis in the incision position and vitreous was noted in the anterior chamber. The eye was also noted to be bleeding and the intraocular pressure was high. The incision was enlarged and the iol was exchanged for the same model iol and the wound sutured. The patient was hospitalized due to elevated iops. After a few hours, the iop dropped, but retained viscoelastic was noted in the anterior chamber. The patient remained hospitalized for another day or two and then was sent home. The surgeon provided information that an unapproved viscoelastic was used during the initial procedure. Follow up information was received from the surgeon that indicated the patient's uncorrected visual acuity was noted to be 0.9 (approximately 20/25). Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. An unapproved viscoelastic was used during the initial surgery. Additional information has been requested. (B)(4).